Manufacturer narrative:
Concomitant medical products: implant date (B)(6) 2017; 3058 interstim ipg, 3889-33 interstim lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged. The ra lead was revised and remains in use. No patient complications have been reported as a result of this event.